Manufacturer narrative:
Initial.

Event description:
It was reported that the customer received two boxes of connectors from the same lot that did not fit and could not attach to the ilet pump, resulting in an inability to connect the infusion set as intended. No reported adverse clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included collection of lot information and replacement of the affected connectors. Investigation of this case revealed a device compatibility or fit issue with the connector component that prevented proper engagement with the pump. It was concluded, based on previously established findings for similar reports, that the cause was a product quality or manufacturing discrepancy affecting connector fit.